Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp occluder feet of a transfer set appeared to be broken. The event occurred during use at the patient's home. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An actual device was received for evaluation of the broken twist clamp. The device was visually inspected and then underwent functional testing. There was leak testing performed along with clear passage testing and clamp function testing. The visual inspection, clamp function testing and leak testing all noted the broken occlude feet which verified the reported event. The device did not meet product specifications. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.